Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the cadd solis had downstream occlusion. As per the practice pointer, the flow stop arm was not working as intentionally designed for the perineural infusion. The event occurred while in use with a patient. No adverse event reported.